Manufacturer narrative:
The severed portion of the driveline, approximately 9 inches long from the connector, was returned for evaluation. The driveline was returned with rescue tape covering approximately 1 to 3 inches from the metal connector. Damage to the outer jacket was identified underneath the rescue tape. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Breakdown of the metal shielding was identified at approximately 2.5 inches from the metal connector. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The patient remains ongoing on pump support using ungrounded patient cables and no further related events have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a pump stoppage was observed. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer's technical services representative revealed a single pump stoppage while the lvad system was connected to the power module. X-ray images submitted showed one area of concern near the distal end where there appeared to be rescue tape. In addition, an internal image showed some shadowing in the area where the driveline is near the rib cage. On (B)(4) 2016, the manufacturer's technical services representatives performed an external driveline repair. After the replacement the patient continued to experience low speed and pump stop events when connected to the power module. Additional log files submitted post driveline repair showed speed drops and pump stoppages that were indicative of a short to shield condition. On (B)(6) 2016, the patient was scheduled to undergo a pump exchange but the surgery was aborted due to surgical considerations. The lvad was not fully accessible via the subcostal incision. It was reported that the patient would remain on an ungrounded patient cable until they received a heart transplant.